Event description:
The manufacturer's representative reported that the patient expired in 2007. The cause of death is unknown; autopsy results are pending. The patient went to take a nap and did not wake up. The pump contained lioresal; concentration and daily dose are unknown. A follow-up report will be sent if additional information becomes available to us.